Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold. Despite multiple repositioning attempts, the issue persisted. The ra lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.